Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker had reverted to safety mode. In addition, the patient was reported to experienced lethargy. Subsequently the patient was admitted for device replacement. This pacemaker remains in service. No additional adverse patient effects were reported.